Event description:
On (B)(6), 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 2:00 am the patient obtained the blood glucose reading of 170 mg/dl on the reported meter, which he claimed was inaccurately high. The patient took an insulin dose, type and dose not provided, based on this elevated meter reading. At 2:30 am the patient experienced the symptoms of headache and he "felt sick". The patient administered self-treatment by consuming food and/or a drink. Emergency services were contacted. At 3:00 am the paramedics tested the patient's blood glucose reading to be 40 mg/dl. The patient manages his diabetes with insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he took insulin based on an elevated meter reading, and received emergency medical attention and treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.